Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited out of range shock impedance measurements. It was reported that the lead was connected to a competitor's generator. The svc coil was programmed out of the shocking configuration and impedances were then within normal limits. The patient is scheduled for a box change in the near future. No adverse patient effects were reported. This product remains in-service.